Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E2402: presence of siderophagous, degeneration of the pubic symphysis, ovarian lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced metrorrhagia, friable/bleeding vesicovaginal wall, inflammatory polyp at level of the vaginal fundus, presence of siderophagous, inflammatory fleshy bud of the vaginal fundus around a suture, leukorrhea, swollen abdomen, degeneration of the pubic symphysis, abundant peritoneal effusion, an ovarian lesion, anterior prolapse, third degree cystocele, second degree uterine prolapse, minimal rectocele, discomfort, and adhesions. Post-operative patient treatment included a MRI.